Manufacturer narrative:
The technician replaced the f5 fuse and the weigh frame junction pcb to repair the bed.

Event description:
Information received indicates the bed has no power or functions working.